Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient received inappropriate shock during a sternal wound debridement surgery. A magnet was applied and prevented other episodes from leading to shocks. The patient was in stable condition afterwards.